Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint could not be reproduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high flow insufflation unit displayed stopped and displayed an error. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon "stop at the error display" was not reproduced, and there was no error occurrence history, therefore, the cause of the occurrence had not been identified. According to the additional information in dl22430783-2, it was confirmed that the ¿stopping¿ of the event was ¿stopping pneumoperitoneum.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4)..